Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 29mm valve implanted in the mitral position underwent intervention for a valve-in-valve procedure after an implant duration of approx. 16 years due to regurgitation. A 29mm transcatheter valve was implanted within the surgical edwards valve using the transseptal approach. The outcome was noted as to be good. Reportedly the patient was in stable condition, no pvl was observed after the procedure.